Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(6). The specific device of this complaint case has not been returned for investigation and no lot number or any further info has been provided. Therefore, the device history records cannot be reviewed. It is not suspected that the product failed to meet specifications or product failure lead to the reported issue. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issue for which zimmer implemented a correction in 07/2008. Should additional info become available that changes this assessment, an amended MDR will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this complaint file (B)(4) closed.

Event description:
It was reported that pt underwent a revision surgery (durom cup) for an unk reason at an unk time. No further info has been provided.